Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch fasttake meter had an "error 2" issue. The pt tests his blood glucose 4 times a day. He tests at mealtimes and at bedtime. The pt manages his diabetes with sliding-scale humalog/nph mix insulin. The pt indicated that the alleged meter issue started the same day, at 7:00 am. As a result of the alleged issue, the pt ate a lighter breakfast than usual and took a decreased dose of humalog/nph mix insulin. The pt took 7 units. A "couple of hours" later, the pt developed symptoms of sweating and shakiness. The pt administered self-treatment by eating food which helped to relieve his symptoms. The pt explained that if he had been able to test his blood glucose that morning and gotten a relatively low reading, he could have potentially skipped his morning dose of insulin or eaten more. Therefore, the pt felt as though he could have prevented the hypoglycemic episode. The one touch customer care advocate (otca) noted that the pt was using expired test strips. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The pt's alleged symptoms meet lifescan's criteria for serious injury.